Event description:
It was reported that when a patient presented to the ER after experiencing an appropriate shock, non-sustained lead noise unrelated to the shock was observed due to post-paced t-wave oversensing. This was noted on stored egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.